Event description:
It was reported that pump malfunction occurred when pump screen went dark and would not turn on, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer plugged pump into working power source, confirmed pump display turned on with malfunction code, and, with guidance from technical support, reset pump, after which malfunction did not recur, so customer was advised to continue using pump and to call back if malfunction code appeared again.